Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement with two proglide devices was performed in a calcified unspecified vessel via a 6fr sheath using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The sheath was upsized to larger than 8.5fr and the tavi procedure was completed. Reportedly, when attempting to use the knot pusher, it was ¿showy" on one of the proglide pre-placed sutures. The knot could not work because of the sutures thread. Hemostasis was achieved using the pre-placed sutures from the other proglide device and one additional proglide device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.